Event description:
Boston scientific crm received information that this dextrus atrial lead dislodged. In a revision procedure, the lead was explanted and replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
The mechanical performance of the lead under complaint was scrutinized. The analysis did not reveal any sign of a material or manufacturing problem. With regard to the dislodgement, as mentioned in the complaint, the analysis did not show any deviations from the mechanical specifications. The fixation helix could be fully extended and retracted. Furthermore, the measurement results proved to be within the value range defined by the design specifications, even though coagulated blood and tissue residuals were found within the lead tip that may compromise the effectiveness of the fixation screw mechanism. The cuttings in the outer insulation are most likely, due to the explanation procedure.